Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the anesthesia system generated an alarm for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by the hospital biomedical engineer in cooperation with/supported by our local field service engineer. The evaluation of the device logs shows that the system checkout prior to the event was successful. No technical reason for the events could be determined. The reported alarms for airway pressure: high could be confirmed. Prior to being connected to the anesthesia system, the patient had been transported from another department with transport ventilator. The breathing circuit from the transport ventilator was used when connecting the patient to the anesthesia system without performing a new system checkout or leakage check. In case the anesthesia system had prior to the case been tested with a patient breathing circuit that has a larger internal volume and higher compliance compensation than the ones used during the case, the flow measurements may differ. In this case, when a small infant/child was connected to the anesthesia system, a leakage check with an appropriately sized patient breathing circuit could minimize the error. The reported issue was caused by unintended usability related factors, use of different patient circuits than the ones used during system checkout. No device malfunction was identified. Our conclusion, based on the available information, is that exchanging the patient tubing after running sco/leakage test will highly effect circuit compliance compensation thus effecting delivered volumes.

Event description:
Manufacturer's reference number: (B)(4).